Event description:
The pt has two leads (from the same lot). It was reported the pt has been receiving inadequate coverage for six months. It was also reported the pt has been experiencing uncomfortable rib stimulation. An impedance check was performed and revealed high impedance. The pt is scheduled to undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.